Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed self test and displacement test. No unexpected pump error 3 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and cracked on battery casing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.